Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that the paramedics were called due to a blood glucose reading of 30 mg/dl. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the self test, but the customer could not conduct the displacement test at the time of the call. Advised the customer to call back to conduct the test. Nothing further was reported.